Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 1. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The history files from 2023-05-31 were investigated. At 9:50 am a space line was inserted. At 9:51 am the rate was set to 620 ml/h and the vtbi 330 ml. In the same minute the infusion was started. At 10:18 am an air rate alarm was displayed (reason for the alarm could not be clarified). Up to that time the device has delivered a volume of 279,76 ml. The line was taken out at 10:19 am. A few seconds later a space line was inserted. In the same minute the infusion was started again. At 10:25 am the infusion was stopped by reaching the set vtbi (330 ml). Then the line was taken out and in the same minute a space line was inserted. Then the customer started another infusion. No anomalies could be detected inside the history files. The set values from the customer fit the actual volume infused entries in the history. 3. Judgment: 3.1 the complaint could not be confirmed. No anomalies could be detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400604044. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion." According to the customer: "user started gemcitabine therapy with physical volume of 280ml in the ecoflac bottle at 9.50am. (Consumables involved in the therapy is labeled with a green label). Parameters set according to user is rate of 620ml/hr and vtbi of 330ml. When the pump alarmed to indicate user vtbi has been completed, the bottle was physically observed by the user to be 1/4 full. The bottle was expected by the user to be depleted and drained beyond the drip chamber. Patient condition was not affected, no medical intervention required.".